Event description:
Per md's notes: patient has a significant coronary artery disease, status post stress test which showed significant anterior wall ischemia. Pt was brought in for heart catheterization about a month ago, was found to have 3-vessel coronary disease. Pt was turned down by surgery due to the fact patient was frail and had poor targets. Pt was brought back today for a pci. Per md's notes: complications - retained tip of the bmw wire and a slow flow in the distal obtuse marginal branch, likely due to the distal edge dissection at the stent level. Manufacturer response for abbott .014 guide wire, abbott vascular balance middleweight .014" 190cm guide wire (per site reporter). Ccl manager in touch with manufacturer.